Manufacturer narrative:
Reader magz130-j0987 has been returned and investigated. Visual inspection has been performed and the back of the returned reader was observed to be melted. Visual inspection was performed on the returned power adapter and no issues were observed. Voltage testing was performed on the returned power adapter and the power adapter measured 4.78v which was within specifications of 4.75v and 5.25v. Visual inspection was performed on the returned usb/charging cable and no issues were observed. Successful testing was performed on the returned usb/charging cable. The reader was sent for further investigation and de-cased. The battery holder appeared to have been melted upon the initial internal visual inspection however, further extended investigation was performed and no issues were observed with the battery holder. Additional visual inspection of the returned reader indicates that the observed melted damage to the reader is consistent with the reader being left on a hot surface. There was no evidence of fire, smoke, or electric shock. The returned reader¿s battery was measured and was found to be at 0v which is outside of the range specifications (3.7v and 4.2v). The returned battery was replaced with a new unused battery and power consumption testing was performed. All results were within specification. Since the current draw was within specification, the reader did not have sufficient power to cause the observed damage. Therefore, the issue not confirmed to a user issue. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their adc device did not power on. The product was returned and investigated and melting was observed external to the reader during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Customer initially reported that their adc device did not power on. The product was returned and investigated and melting was observed external to the reader during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section b-3 (date of event) was incorrectly documented in the previous report and has been updated. Section g-3 (date received by mfg ) was incorrectly documented as (B)(6) 2023 in the previous report. The correct g-3 date (B)(6) 2023.